Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms, high thresholds and respiratory rate trend (rrt) noise and oversensing. There were inappropriate atrial tachy response (atr) episodes observed. The rrt feature and dally measurements were programmed off. The lv lead was noted to have been capturing. Boston scientific technical services (ts) discussed possible causes for the high impedances. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).